Event description:
Biased qc and pt results for troponin I on their vitros eci system. The result was reported, retested, and an amended report was submitted to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.